Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the patient's homechoice machine. Reportedly, a supply bag fell and became disconnected from the supply line of the homechoice set for an unknown reason. Baxter's technical service center assisted the home patient in ending the therapy early. The home patient completed therapy with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.